Event description:
Report received of an over-delivery. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken, does not flow correctly, gave too much dilaudid (0.2mg/dl) when asked to load dose." Although the customer was contacted for additional event and patient details, no further information was available.